Event description:
The customer reported that during a procedure the system displayed a filament regulator error message. The case was completed and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was performed and saved to the system. The system was tested and found to be working as intended and put back into service.